Manufacturer narrative:
E1: (B)(6). Upon further investigation, this case has been downgraded as it was confirmed that the hospital's wall had low oxygen pressure. The unit was normal. There was no malfunction with the device. The device was confirmed to be operating per specifications and no failure was identified. Therefore, this complaint no longer meets reportability requirements. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00284. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has no oxygen supply. It was reported there was no patient involvement at the time the issue was discovered.